Event description:
The customer observed discrepant patient architect cea results between the initial and retest result: initial: 6.7 ng/ml, retest: 1.1 ng/ml. The field service engineer (fse) checked the details and found the scatter of the initial and retest results settled after the customer changed reaction vessel (rv) lot 69058p100 to a new lot. The fse and customer decided rv lot 69058p100 was an inferior lot. It was unknown if the results were reported out of the lab, however, there was no impact to patient management.

Event description:
The customer's mother called to report that her daughter experienced consecutive high bg readings (267-292 mg/dl) within a two hour time span. Because of this, she decided to change to a new pod. A kink was seen in the suspect pod, though no alarm was reported. The pod will be returned for eval.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.